Event description:
It was reported during the patient's trial procedure the patient complained of pain in her legs, and at one point she claimed could not move her legs. The physician removed the needle from the epidural space and the procedure was abandoned. After some time lapsed the patient reported she was fine, and moving about, comfortable and the pain was resolved. The physician is referring the patient to a neurosurgeon for a surgical lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.